Event description:
There was an allegation of a questionable elecsys vitamin b12 ii result from the cobas e 411 analyzer (rack system). The initial result was 90 pg/ml, and the repeat result was 223 pg/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 lot no was updated. A field service engineer (fse) performed a sipper pipette prime and observed that the water did not flow as expected. The sipper line, solenoid valves, and the pinch valve tubing were checked, which resolved the issue. The device was turned over to the customer in good condition. The provided calibration data on 17-jan-2025 and qc data on 10-jan-2025 were acceptable. The cause of the event could not be determined.